Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is experiencing diaphragmatic stimulation through left ventricular lead. It was later reported that the lead was turned off. No further patient complications have been reported as a result of this event.